Event description:
It was reported that the patient experienced a burning sensation near the implantable neurostimulator (ins) when the ins was on. There was a suspected electrical leak in the pocket. Impedances were normal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).